Event description:
It was reported that the patient received six inappropriate shocks which resulted in associated syncope and a motor vehicle accident. The shocks were due to apparent intermittent t-wave oversensing. The t-wave oversensing discriminator did not withhold therapy. Follow up indicated that the patient did not take their medication for two weeks and the physician felt that this was the cause of the patient's high heart rate and associated shocks. No reprogramming was needed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.